Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump has malfunctioned several times in a short period of time. There was no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the unknown malfunction issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the pump history shows the last basal delivery was on 04/13/2013 and the last bolus was on 04/12/2013. Pump powers on normally with audible and vibratory sounds. An ezprime sequence was performed with no issues. The pump was exercised on a 24-hr duration test with a 1.0u/hr basal program; no alarms occurred during testing. The alarms history shows only typical usage alarms; nothing related to the complaint was recorded. Investigators were unable to duplicate the reported complaint.